Manufacturer narrative:
Upon visual eval, the complaint was confirmed. Wear to the hose assembly was observed, which resulted in air leakage. The assembly was replaced.

Event description:
It was reported that during a surgical procedure, an air leak was detected from the hose portion of the pneumatic drill. The procedure was successfully completed using the same equipment, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.